Manufacturer narrative:
The p-cap/reservoir locked properly during testing. Unit received with critical pump error upon battery installation. Pump was unable to download to thus to verify cause of critical pump error due to constant blue screen appearing while trying to download. Unit was cut open for visual inspection of the electronic assemblies. Moisture damage was found on the inside of battery tube and battery spring during visual inspection. No moisture damage to electronic assembly. Isolate to electronic assembly. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. The following were noted during visual inspection: battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), serial number label damage (stained), stained keypad overlay at select button, and pillowing keypad overlay. Critical pump error after battery installation however, the pump was unable to download to thus due to constant open book error and blue screen while trying to download. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error with an open book image displayed on the pump screen. The customer reported no adverse event. The event involved product(s) mmt-1782kl. Troubleshooting was performed for the reported event. No pump error(s) other than the critical pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. A product return for mmt-1782kl was requested and the customer response was the pump will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.